Event description:
It was reported that there was a right ventricular lead warning for unipolar impedance being higher than bipolar impedance. The lead has a possible breach in the insulation. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. There was minimal data present in the save to disk file. Four daily trend data points were available. The right ventricular bipolar impedance was equal to 114 ohms.